Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the shuttle of 5f mynxgrip vascular closure device (vcd) did not go down during the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the shuttle of 5f mynxgrip vascular closure device (vcd) did not go down during the procedure. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the syringe was not connected to the device, and the advancer tube and sealant were observed to have been was deployed on the catheter shaft with the sealant covering the balloon¿s proximal tip and the advancer tube abutting the sealant proximal end as received. The procedural sheath was not returned with the device. It was reported that ¿the shuttle of 5f mynxgrip vascular closure device (vcd) did not go down during the procedure¿. However, the sealant sleeve of the returned device was observed remain in the manufacturing position, which indicates that the device may have not been inserted into an existing procedure sheath. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Per functional analysis, the procedural sheath involved in the reported complaint was not returned with the device. Therefore, a complete functional testing could not be conducted. The shuttle down procedure was simulated on the returned device using a lab procedural sheath, and the device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The returned device functioned as intended per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.